Event description:
Plastic tip for the wedge was twerked at the inserter and the finger broke off. And that particular piece is still left inside the patient.

Manufacturer narrative:
Evaluation: the agent reported, "plastic tip for the wedge was twerked at the inserter and the finger broke off. And that particular piece is still left inside the patient." Item number: 804-06-324. "Item description: altivate reverse glenoid baseplate inserter, wedge. " lot#: unknown. Part revision: na. Product type: instrument. Manufacture date: unknown. Possible time in service: unknown. This event occurred during surgery, near the patient. The surgeon reported no risk or adverse event. The surgery was completed as intended, with a 5-minute delay. The instruments were inspected prior to use and deemed acceptable based on their appearance. The agent was present during surgery and was able to source suitable replacement devices. RMA examination: the reported instrument was not returned to enovis surgical for evaluation. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Root cause: the root cause of this complaint is a fracture of the distal plastic wedge tip retention feature ("finger"). This is most likely attributable to use[?]related factors, such as off[?]axis impaction, excessive impaction force, or levering/toggling of the inserter during baseplate insertion, resulting in localized overstress and failure of the small distal plastic feature. This event is not considered indicative of a product defect or malfunction. Containment: there are no indications that the instrument has a design or material deficiency. Therefore, no inventory containment is required. The event is associated with instrument usage, not a design or manufacturing issue. Device history records review: the revision level or lot number were not reported, therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint history: the customer complaint history for the reported device(s) showed no current trends or ongoing issues that require review.